Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account. There was no patient/user injury reported. This report was filled in our complaint handling system as (B)(4).

Manufacturer narrative:
The hill-rom technician found the patient foot left brake caster would not hold due to worn brake pads. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the caster to resolve the issue. Based on this information, no further action is required.